Event description:
This customer experienced 3 broken scalpels in a one week time period coming from the same lot number of avid custom packs. The comment from one of the tissue technicians was that the blade broke with little to no pressure.